Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the instrument grip cable was broken at the distal idlers. The idler pulley spun freely and was not damaged. The cable segment stuck out at the wrist. Other cables at the wrist were not damaged. Additional observation not reported by the site was the instrument distal pulley had mechanical indentations. The indentations were at the edge of the distal pulley and visible scratches were on the surface of the pulley. Evidence not conclusive, but mechanical indentations damage may likely be due to mishandling/misuse. No other damage found.

Event description:
It was reported during da vinci hysterectomy procedure the megasuturecut needle driver's wire snapped. There were no fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.